Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2011. Mesh removal occurred on (B)(6) 2012. Patient's legal representative stated examination under general anesthesia, removal of granulation tissue, opening and closure of vagina.